Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative. The hcp was doing a refill with the correct dose and was calling to verify the bolus to ensure patient safety. It was reported that after the refill on (B)(6) 2018 the dose was lowered to 4 mg/day. The patient was monitored and had no issues. The issue was resolved and the patient status was "alive - no injury" at the time of this report.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20mg/ml at 6mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the wrong drug concentration was entered. The patient's pump was filled with 20mg/ml but programmed to 10mg/ml at 3mg/day. Therefore the patient was actually getting 6mg/day. The date of the programming was unknown. No patient symptoms were reported. No further complications were reported.